Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a service request report via manufacturer representative regarding a patient with an indication of spinal canal stenosis in need of micro endoscopic discectomy used in spinal therapy. It was reported that the tip of the instrument was damaged. The product came in contact. There were no patient symptoms reported. There were no fragments in the patient reported. There were no further complications reported regarding the event.